Manufacturer narrative:
Unit has not been returned for evaluation. The distributor would not give out any more information on the incident, patient condition, or location of the unit. If any new information is discovered, a follow-up report will be submitted.

Event description:
This report was originally submitted on 10/09/2019, and is being resubmitted on 5/4/2020 as the original submission failed to go through. The end-user was burned and has blister on arm. The lox unit has ice on outside.